Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a meniscus surgery the needle could not be advanced and so the system including the ar-7905, ar-7910l and ar-7900 did not work. The surgery was finished successfully with a different device by changing to an outside-in procedure. It was not necessary to switch the general surgical technique or do a second surgery.

Manufacturer narrative:
Complaint is not confirmed. One unpackaged ar-7900 zonenavigator system handle serial/batch number unk was received for investigation. Functional testing with the returned ar-7905, ar-7910l, and a needle found that the device works as intended. Visual evaluation found no damage to the device. No problem found. Complaint is not confirmed. One unpackaged ar-7900 zonenavigator system handle serial/batch number unk was received for investigation. Functional testing with the returned ar-7905, ar-7910l, and a needle found that the device works as intended. Visual evaluation found no damage to the device. No problem found.

Manufacturer narrative:
Complaint is confirmed. One unpackaged ar-7900 zonenavigator system handle serial/batch number unk was received for investigation. Functional testing with the returned ar-7905, ar-7910l, and a needle found that the device works as intended. Visual evaluation found no damaged to the device.